Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient experienced infusion set cannula was bent after 3 or more hours insertion at abdomen on (B)(6) 2024, which resulted in elevated blood glucose (504 mg/dl), therefore patient had received correction injection via multiple daily injection (mdi). The patient replaced supplies as necessary and resume insulin. No further information was available.